Event description:
The user noticed a change in hearing with the device and in situ measurements showed affected channels. Re-implantation is considered however no date for the surgery has been set yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.